Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that during a trochanteric femoral nail insertion (orthopedic procedure for hip fracture) using the tfna system, the surgeon was reaming using the standard orthopedic flexible reamers over a 2.5mm ball tip guide wire. The surgeon used an 8.5mm reamer head, successfully passed the reamer using proper technique over the ball tip guide wire to the distal portion of the ball tip, and then retracted using power back through proximally; then upsized to 10.5mm reamer head with same technique and success as 8.5mm with no resistance. The surgeon then decided to upsize to the 12.5mm reamer head, experienced significant chatter or resistance in the midshaft portion of the femur. Upon applying axial force to attempt to pass reamer through diaphysis of bone, a large sound emanated from the power unit that sounded like a crack, and the surgeon subsequently pulled the power out proximally without successfully passing reamer to distal most extension of ball tip. The reamer head had fractured with a large piece of the reamer head stuck inside the canal. The broken piece of reamer was approximately at the level of the lesser trochanter inside of the femoral canal. The surgeon spent the next twenty minutes attempting various maneuvers to retrieve the broken piece of metal, but was unsuccessful. Additional fluoroscopic x-ray was required during attempted removal. A decision was made to continue on with the case without removing the broken piece of the reamer. The remainder of the case went without issue. Procedure completed successfully. There was no patient consequences.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h6 health effect - impact code. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.